Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B) (6) 2009, inratio: 5.1 inr, lab: 3.9 inr.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: meter: 5.1, lab: 3.9, mean: 4.5, confidence limits: 2.5-6.5. The tests were performed on the same day but the time elapsed between tests was not given. The mean of the inratio meter and comparative system inr was calculated. The inr values are within the confidence limits for inr testing. The results are not considered inaccurate within the context of the documented variability for inr testing. Product testing is not required. Products associated to the complaint are expected to be returned for meter functional testing.